Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
During preventive maintenance, the international field service engineer observed a ventilator with a battery failed alarm. There was no patient involvement or user harm reported. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the battery to address and correct this reported event.